Event description:
General report rec'd of an undocumented number of undocumented incidents of air distal to the shutoff valve of the soluset. The customer reports that the fluid goes past the soluset and drip chamber and stops distal to the drip chamber. There have not been any incidents of air entering pts. The reporter states it does not occur often, maybe 1 out of 30 sets. Typically what is infused via this set are antibiotics and histamine blockers. There have been no reports of adverse pt events. Add'l pt info was requested, but no further info was available.